Event description:
Litigation papers allege the patient had persistent severe pain and discomfort in his right hip, buttocks, groin, and thigh, which has increased over time; sensation of misalignment, weakness, and difficulty with activities of daily living such as walking and standing after being seated. It is additionally alleged the patient suffers from elevated, if not toxic, levels of cobalt metal ions in his bloodstream.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.